Event description:
It was reported to boston scientific corporation that a lynx system was used during an excision of a vaginal cyst, mid-urethral mesh sling, and cystoscopy procedure performed on (B)(6) 2019, for the treatment of posterior vaginal wall cyst, right periurethral cyst, and stress incontinence. The patient was taken to recovery in good condition. On (B)(6) 2023, the patient underwent an excision of vaginal mesh and cystoscopy. It was noted that the patient had vaginal mesh erosion. The mesh excised was a 1 cm section of vaginal mesh exposure on the left side, about one cm from the mid urethra. The mesh was grasped and excised until it was not felt. The 1 cm piece of mesh was sent to pathology. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
Block b3 date of event: exact date unknown. The provided event date was approximated based on the clinic visit in (B)(6) hospital on (B)(6) 2019. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrh patient codes e2006 and impact code capture the reportable events of mesh extrusion. Imdrh impact code f1905 captures the reportable events of mesh revision.